Event description:
12 vhr episodes since 1 year. Vhr episodes show farfield p wave oversesensing. Summed egm shows sinus rhylhm with ffpw. R wave 2; sensitivity 1.0 impedances 600 a 400 v rv lead also has high threshold.64ms/2v. Plan is to replace rv lead at pack change. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).